Event description:
An alarm issue was reported with the adc device, with use with an iphone x and os16.7. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "uncontrolled urination, cold sweats, could no longer speak or stand up, still weak hours later," and was unable to self-treat. Customer's caregiver administered juice for treatment and called emergency services. Upon the arrival of emergency services, the customer's glucose levels and oxygen levels were checked but no further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The user reported that they are missing low glucose alarm in freestyle libre 3 app. Attempts to replicate the users compaint using a similar configuration. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown.

Event description:
An alarm issue was reported with the adc device, with use with an iphone x and os16.7. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "uncontrolled urination, cold sweats, could no longer speak or stand up, still weak hours later," and was unable to self-treat. Customer's caregiver administered juice for treatment and called emergency services. Upon the arrival of emergency services, the customer's glucose levels and oxygen levels were checked but no further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.